Manufacturer narrative:
The device remains in service pending a replacement procedure. This report will be updated when additional information is received.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented to the clinic after hearing beep tones from the device. Interrogation revealed this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. No other issues were observed during the device check and the patient was sent home. However, the patient returned the following day as beep tones were heard again from the device. A request was made to have data from this device analyzed to determine when the device required replacement. It was reported this patient was also scheduled for a skin cancer procedure and the physicians needed to determine which procedure should be made first. No adverse patient effects were reported.

Manufacturer narrative:
The explanted device was expected to be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received additional information in march that the patient was upset about needing the device replacement procedure and would not present back to the hospital to have a copy of the device data saved to a disk for engineering evaluation. However, it was later reported that the device was explanted and replaced in may. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.